Manufacturer narrative:
Kit packer representative provided a clinician with a non-sterile orthopedic suction system sample with the intent that the clinician could physically review the device prior to purchase or use. Upon follow-up the kit packer representative learned that the non-sterile device was used in a live surgical case. The clinician was made aware of their error at that time. Internal investigation confirmed that the packaging of the sample stated "non sterile" on the product labeling.

Event description:
Product representative had a sample of new orthopedic suction system. He told the circulator and scrub tech that it was sterile and to use it on this case. It was in a sealed wrapper. He called the next day and said he was mistaken and the product was not sterile. The item was in a package that looks exactly the same as the sterile packaging would look. Has a potential for look alike errors. (Catalog number and lot number per manufacturer), did not have packaging, were notified until the next day.